Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn at the up and down arrow buttons. The battery compartment was observed to be cracked. When the pump was powered on, the display was found to be discolored. The display screen was replaced with a test screen and the display returned to normal. The keypad buttons were tested and were found to be responding appropriately to button presses. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the keypad button contacts, the display screen was found to be discolored, and the battery compartment was found to be cracked. This report is made based on the results of evaluation.